Manufacturer narrative:
(B)(4). Results of investigation: the unit was returned to the carefusion for repair where the failure analysis lab evaluated the unit and determined the root cause to be due to the transducers not being calibrated. The transducers were calibrated and the alarms were not reproduced. The unit was sent to factory service for repair and to be returned to the customer.

Event description:
While on a patient, the ventilator was giving low exhaled tidal volumes so the patient was placed on an alternate ventilator. When the biomed looked at the vent, it was turned on and a "vent inop" alarm occurred. The power was cycled, and the unit was operating normally but then it started alarming again and stopped ventilating. The power was cycled again and the event log showed a transducer fault. There was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board however the reported issue was unable to be reproduced.